Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 694045 lead, implanted: (B)(6) 1999.

Event description:
It was reported by the patient that they have a bad lead and that it was defective. Follow-up was attempted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.